Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. No symptoms were reported. A threshold on the patient's atrial lead was unable to be determined, neither unipolar nor bipolar. Noise was also noted on the lead. It was suspected that the lead had dislodged. The patient was sent for a chest x-ray, which confirmed dislodgement. The patient was not dependent and asymptomatic. Lead revision was discussed, but not performed.